Manufacturer narrative:
The result of the return device analysis did not confirm the reported gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incident reported from this lot. A definitive cause for the reported gripper actuation issue, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one gripper would not lower all the way. Troubleshooting was performed however was unsuccessful therefore the device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.